Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device was received for safety clamp broken off. Confirmed sear assembly was broken. The sear assembly was replaced. Pm was performed and all tests passed. A review of the device history record for (B)(6) was performed from date of manufacture 06/19/2012 to present date 01/19/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the door latch assembly - sear damaged/cracked. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #_00926 for door latch.

Event description:
It was reported that the safety clamp on the device was broken off. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the safety clamp on the device was broken off. There was no patient involvement.